Manufacturer narrative:
(B)(4). (B)(4).

Event description:
This complaint is now reportable based on additional information received on 18 feb 2010. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the product was "faulty". However, the additional information received reports stent dislodgement and stent damage occurred. During preparation of the liberte' monorail 4.0x20mm stent for the procedure, it was noted the stent was not crimped on the delivery balloon properly and the stent was hanging off the balloon. Additionally, the stent appeared to be flared at one end. The device was not used and another of the same was used to complete the procedure. No patient complications were reported.